Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The physician advanced the 300cm, 12cm v-18 control wire but the device would not cross the unspecified target lesion. The wire had been delivered through a 035 rubicon catheter and after trying to pass the wire unsuccessfully through the lesion, 2 cm of the tip of the wire became detached inside the catheter. The part of the wire that became detached was "balled up" in the end of the rubicon catheter. The physician was able to remove the rubicon catheter from the patient and the detached piece of wire remained inside the catheter during withdrawal. The procedure was successfully completed with a different wire and the same rubicon catheter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
The complaint device was returned for analysis. The visual inspection was performed and the device presents: the distal tip severely damaged (detached and kinked). The returned device was sent for external analysis and the following results were found:the device presented evidence of torsion, bending and tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The physician advanced the 300cm, 12cm v-18 control wire&#10242;ut the device would not cross the unspecified target lesion. The wire had been delivered through a 035 rubicon catheter and after trying to pass the wire unsuccessfully through the lesion, 2 cm of the tip of the wire became detached inside the catheter. The part of the wire that became detached was "balled up" in the end of the rubicon catheter. The physician was able to remove the rubicon catheter from the patient and the detached piece of wire remained inside the catheter during withdrawal. The procedure was successfully completed with a different wire and the same rubicon catheter. No patient complications were reported and the patient status is fine.